Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified; crease sharp on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.7, d.7, d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.